Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due it been unable to be interrogated during the implant procedure. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. All of the wake-up periods measured above room temperature were less than the operational threshold. A 60/60 magnet reset was performed and; subsequently, rf wake-up periods were as-expected. Additionally, the device was able to be interrogated. Review of stored data found the device had been removed from storage mode at the time of the implant procedure; no scan detects were recorded until after the magnet reset that was performed during laboratory analysis. The device was monitored for seven days and then additional rf wake-up period testing was completed. The results were inconsistent. Next, the device case was removed to facilitate inspection and testing of the internal components. The oscillating crystal (i.e., telemetry component) was removed for detailed testing; however, it was inadvertently dropped and no further testing was possible. The root cause of the reported clinical observations was unable to be confirmed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due it been unable to be interrogated during the implant procedure. A new device was implanted. No additional adverse patient effects were reported.